Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by severe abdominal pain and cloudy pd fluid. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued after 14 days) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued after 14 days) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered (11 days after the event onset). Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.